Event description:
During preventative maintenance of the device, the user reported the device rebooted then went to standby mode. Since the event occurred during preventative maintenance, there was no pt involvement during this event.